Event description:
As reported, the 9.0x25 .035 genesis pg stent could not pass through the non-cordis 7f long sheath. This caused damage of the stent. The metal head end of the stent was noted to have buckled. The case was completed with another 9x25 genesis pg stent and 8f non-cordis sheath. There was no reported injury to the patient. The carotid vein was the access site, and the portal vein was the target site. There was no difficulty removing the product from the packaging or while removing from the hoop. The device was stored per the instructions for use (IFU). The device was prepped per the IFU. There was no difficulty experienced while prepping the device. There was damage noted to the product packaging upon inspection prior to use. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. Excess force was not used during insertion. The sheath was not bent or kinked after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, g3, h1, h2, h3 and h6 the 9.0x25 .035 genesis pg stent could not pass through the non-cordis 7f long sheath. This caused damage of the stent. The metal head end of the stent was noted to have buckled. The case was completed with another 9x25 genesis pg stent and 8f non-cordis sheath. There was no reported injury to the patient. The carotid vein was the access site, and the portal vein was the target site. There was no difficulty removing the product from the packaging or while removing from the hoop. The device was stored per the instructions for use (IFU). The device was prepped per the IFU. There was no difficulty experienced while prepping the device. There was damage noted to the product packaging upon inspection prior to use. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. Excess force was not used during insertion. The sheath was not bent or kinked after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The product was returned for analysis. A non-sterile unit of long palmaz genesis / opta pro 25 x 90 135cm peripheral stent delivery system was received coiled inside of a clear plastic bag. Per visual analysis the balloon was received not inflated. The stent was not returned for analysis. No other anomalies were observed. Per functional analysis the guidewire insertion/withdrawal test was performed. No impeded condition was noted. Per microscopic analysis stent strut marks were observed on the balloon surface. This indicates that the device complied with the stent crimp process. A product history record (phr) review of lot 82234519 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) impeded¿ and ¿stent strut uplift-distal¿ were not confirmed through analysis of the returned device as stent strut marks were observed on the balloon and the stent was not returned for analysis. The device passed an insertion/withdrawal test with a guide wire. As the concomitant sheath was not provided it could not be tested with the returned stent delivery system. The exact cause of the event could not be determined during analysis. According to the precautions in the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity.¿ based on the information available for review, procedural or handling factors may have contributed to the event. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Event description:
As reported, the 9.0x25 .035 genesis pg stent could not pass through the non-cordis 7f long sheath. This caused damage of the stent. The metal head end of the stent was noted to have buckled. The case was completed with another 9x25 genesis pg stent and 8f non-cordis sheath. There was no reported injury to the patient. The carotid vein was the access site, and the portal vein was the target site. There was no difficulty removing the product from the packaging or while removing from the hoop. The device was stored per the instructions for use (IFU). The device was prepped per the IFU. There was no difficulty experienced while prepping the device. There was damage noted to the product packaging upon inspection prior to use. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. Excess force was not used during insertion. The sheath was not bent or kinked after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation.